Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12193, 2017865-2019-12195. It was reported that the right ventricular lead, right atrial lead, and pacemaker exhibited noise. Both leads and the pacemaker were explanted and replaced on (B)(6) 2019. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.